Manufacturer narrative:
Exact date unknown, event occurred recently from the date manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not holding a charge. In addition, the patient felt a lot of stimulation in belly and was unable to sleep at night with device on. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.